Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed the left ventricular (lv) lead had dislodged out of the coronary sinus and was curled in the right atrium. The lead was revised and remains in use. No patient complications have been reported as a result of this event.